Event description:
It was reported that during a lower anterior resection the stapler was fired. There was no staple line. Repair had to be done manually with suture. There was extended or time by 1.5 hours.